Event description:
It was reported that the foot control device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the l-bracket was broken off the pedal. It was determined that this caused the device not to work. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling (user error) by dropping or hitting the device against something. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.